Event description:
It was reported that patient underwent hip procedure in 2007. Revision surgery was performed in early 2009, due to pain. The surgeon intended to leave the femoral stem fixed in place; however, the taper adaptor between the stem and the femoral head would not separate, requiring revision of the stem and taper adaptor as well.

Manufacturer narrative:
The user facility is outside of the unites states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.